Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a leak in the vacuum vent line causing a clot, and it then stopped working. The product was changed out, there was no blood loss, and surgery was completed successfully. There was no harm to the patient.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is required. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).